Manufacturer narrative:
E1: added complainants address not reported in initial report.

Manufacturer narrative:
Upon review by fellow company employees, it was determined that there is no reportable complaint against the introducer. All the information regarding this patient and the event can be found under (B)(4) for the associated impella cp. Any further information received will be reported under the impella cp. All h6 codes have been updated.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient had a hematoma after the peel away sheath was removed. All best practices followed. Team held manual pressure, though hematoma would come back. Patient required fem stop which corrected the hematoma. It was reported that the procedure was successful. Clinical review: an 88-year-old male with a past medical history significant for coronary artery disease and renal insufficiency presented in a pre-support clinical state consistent with scai cardiogenic shock stage d. An impella cp (sn (B)(6)) was implanted via right femoral arterial percutaneous access on 26 jan 2026 at 13:25 using a 14fr peel away introducer sheath (lot s9596064). Based on the information provided, the patient experienced a femoral access site hematoma and recurrent bleeding following removal of the peel away sheath. The event required application of a femstop device and ultimately necessitated blood transfusion, meeting criteria for a major bleeding adverse event. All best practices were reported to have been followed, and no device malfunction was reported. The access site complication appears consistent with known risks associated with large bore femoral arterial access in an elderly patient with significant comorbidities and cardiogenic shock. The patient survived the event note: a separate report for the bleeding and blood transfusion will be sent for the impella cp.

Manufacturer narrative:
D: serial number and UDI unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.